Event description:
Upon eval of the device it was determined that the contact the customer stated were broken off were actually melted. A request for the device return had been made and the device was replaced.